Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blades were dull. There was no report of patient harm. Additional information has been requested.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. The manufacturer internal reference number is: (B)(4).